Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and found no malfunctions. The cse reset the graphic user interface (gui) and instructed the staff on how to do it. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an erratic flickering display. The patient was transferred to another ventilator without harm and no change in therapy. There is no report of death or serious injury associated with this event.